Manufacturer narrative:
One model 131hf7 td catheter was received for evaluation with the contamination shield attached to catheter. The thermistor connector did not appear to be bonded; no adhesive was visible. The thermistor was still found to function without any intermittent conditions. No visible damage was observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and leakage; no leakage or occlusion was found. This type of complaint has been previously investigated and process improvements were established in the soldering station to ensure the connectors are properly attached. An additional awareness training has been provided to the manufacturing operators. During the investigation of this complaint, the reporter did not provide sufficient information to determine that the risk of injury to the patient was low; therefore, the complaint was considered reportable. However, the product evaluation has made it possible to conclude that the actual damage (thermistor connector break rather than a catheter body break) does not pose a significant risk of injury to the patient. This complaint is now assessed as not reportable. A device history record review was completed and documented that the device met specifications upon distribution.

Event description:
It was reported that the device was disconnected and could not be used. Follow up indicated that the device didn't appear to be disconnected but broken.